Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing and occlusion testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During the atrial fibrillation procedure, a cardiac perforation occurred which required a pericardiocentesis. Modeling was done using an advisor hd grid mapping catheter then, the ablation catheter was used for supplementary modeling in the right pulmonary vein. While modeling with the ablation catheter, pressure was shown to be around 10g. The impedance suddenly increased to 200 ohms. Looking at the image, it appeared that the catheter had perforated the right upper pulmonary vein. The patient's blood pressure dropped and an x-ray was done which confirmed a cardiac tamponade. A pericardiocentesis was performed and the patient stabilized. The cause of the perforation was primarily due to catheter manipulation by the surgeon. There were no performance issues with any abbott device.